Event description:
Plaintiff began to experience an array of symptoms which included but were not limited to the following: fatigue, arthritis and generalized weakness. Plaintiff has suffered and continues to suffer serious and permanent personal injuries, including: joint inflammation and irritation, chronic fatigue, generalized weakness in her upper body, dryness of the mouth, nose and eyes, night sweats, neurological complications including memory loss, breast and chest pain, tenderness, scarring and she has also suffered from traumatic, emotional and nervous upset. Attorney also alleges the plaintiff's left implant ruptured during removal.